Event description:
Note: the date of the event is unk. It was reported to boston scientific corp in 2009, that an esophageal banding procedure was performed using a speedband superview super 7 multiple band ligator. According to the complainant, during the procedure while using the speedband superview super 7 multiple band ligator, they were unable to deploy a third band because the control wire was jammed. The scope and device were removed, and the pt was re-scoped in order to complete the procedure with a second speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual exam of the returned device found that the trip wire was not properly cinched in the slot, and not properly wound around the drum. In addition, there were 7 knots on the thread. Functionally, the handle was not able to turn due to the improper set up for the trip wire to the drum. The condition of the returned incident device was verified with the complaint that the trip wire was jammed, and the bands would not deploy. The most probable root cause has been determined to be user error, as evident by the trip wire not cinched properly into the handle slot and slacks were not taken up. When the trip wire is not properly set up, slack can develop in the trip wire. The force applied to the teeth can cause the teeth to become deformed, allowing the knot to be pulled from the ligator without deploying the band. Once one band is not properly deployed, the subsequent bands will not deploy properly. A review of the device history record (DHR) was performed; no anomalies were noted.